Event description:
The representative reported the ipg site became infected and the device was explanted. A new pulse generator was placed in the patient's hip. Additional information has been requested from the physician.